Event description:
It was reported that during a cryo ablation procedure, while the mapping catheter was removed from it's packaging, it was found to be kinked. The mapping catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files and photos were returned and analyzed. One file was received and recorded on the reported date of the event. The patient file showed 15 applications were performed using a a non-returned balloon catheter. The patient file did not show any system notice on the reported date of the event. The returned images showed the mapping catheter with the shaft broken at lemo connector. In conclusion the reported issue could not be confirmed through data and photo analysis. The mapping catheter was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.